Event description:
Tourniquet box inflated on it's own during total knee arthroplasty case without a caregiver manually turning it on resulting in 109 minutes of tourniquet time. Initial alarm was not heard by the or staff. Md was notified. Device was tagged with a repair tag.